Event description:
It was reported that multiple episodes of non-sustained rv oversensing was observed. Further review of the episode noted low amplitude noise. The noise was not reproduced with isometrics and movements. The device was reprogrammed, and patient was fine.